Manufacturer narrative:
Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor was inserted by making a small incision and placing it under skin, and the potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. The user's hcp is aware of the event and prescribed the user antibiotics. The user was advised to follow up with his hcp for further medical guidance. No further investigation is required.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the user reported experiencing gangrene caused by an infection around the insertion site approximately a week after the insertion procedure.